Manufacturer narrative:
Patient weight was unavailable. Device model, UDI, lot number, and expiration date are not available from the facility. The device was discarded by the user. Device manufacture date is dependent on the device lot number, thus is unavailable. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A cardiac lea management procedure commenced to extract 2 unneeded right ventricular implantable cardioverter defibrillator (ICD) leads. A superior vena cava (svc) tear was discovered after the leads were extracted. The patient was jehovah's witness, and could not receive blood products. Rescue interventions were implemented including sternotomy, but the patient had lost too much blood and did not survive.